Event description:
The customer reported that the insulin pump is cracked at the battery and reservoir compartment. The blood glucose reading was 116mg/dl. The caller stated that he fell one time when he had low blood glucose two weeks ago, and he had bruised arms, toes and face. The customer believes that he was unconscious, but he is not sure. The caller stated that the paramedics came home to assist him. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had broken battery tube threads, cracked reservoir tube, cracked case at the display window corners, and scratched screen. The insulin pump passed delivery volume accuracy test with 99.76 percent accuracy.